Event description:
It was reported during an unk operation, that the device did not work properly. The hand activation button on the device did not work. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Date sent: 6/13/2008. Info anticipated, but unavailable at this time.